Event description:
A report was received that the patient had experienced difficulty charging. X-ray confirmed that the ipg had flipped. The patient underwent a revision wherein the ipg was moved. The patient was doing well after the procedure.